Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture presented, which led to high impedance. No additional information is available at the moment. No additional adverse patient effects were reported.